Manufacturer narrative:
(B)(4). Additional information: experienced surgeon.

Event description:
It was reported that during a laparoscopy-assisted anterior resection procedure, a new device was placed on the targeted site and the surgeon activated the firing trigger and closed to the end. The surgeon used a scalpel to transect the rectum along a cutting grip of the proximal side of the stapler; the tumor was taken away from abdomen. The surgeon opened the stapler by turning the knob; once the stapler was taken out, no staples were found along the staple line and surrounding area, so the lower rectum was an open lumen. Luckily, there was a bit of space for placing a stapler. Then the surgeon used a new device to transect the rectum. The surgeon examined the cartridge to make sure it had staples before placing it on the rectum.